Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Knee - tibial revision; dr (B)(6), (B)(6) hospital, (B)(6) 2018. Patient underwent total knee replacement on (B)(6) 2016 where an attune cr fixed bearing implant was utilised ((B)(6)). Patient initially did well post operatively (short term) but started to experience progressively more pain around the proximal tibia. Surgeon initially suspected a low grade infection but an aspirated sample proved negative. It was suspected the patient had synovitis and was referred to a rheumatologist. Initially the treatment appeared to work but the pain returned. Bone scans indicated uptake around the tibial tray, and again a low grade infection was suspected. A decision was made to open the knee and revise the tibia. On opening the knee ((B)(6)) the tibial component appeared to be well fixed, but with persuasion was removed, leaving all cement on the tibial plateau. The tibial tray has no cement residue attached (clean tray). Sample tissue taken from under the tibial tray and subsequent frozen section indicated a non infected joint. An attune revision rp tray with sleeve and canal filling stem was implanted and a 12mm cr rp insert inserted. Female patient, (B)(6).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.